Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose that caused a hospitalization due to diabetes ketoacidosis. This event occurred in the beginning on (B)(6) 2016. The customer's blood glucose was over 1300mg/dl, went into diabetes ketoacidosis. The customer was treated with insulin drip. The customer is unsure if he was wearing the insulin pump during hospitalization